Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.8 inr, donor 2 inr: 2.2 inr. Donor 1 hct: 35%, donor 2 hct: 38%. Testing results: donor #1: retention meter and master lot strips: 2.8 inr, customer meter and customer strips: 2.8 inr. Donor #2: retention meter and master lot strips: 2.2 inr, customer meter and customer strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Customer sticks finger prior to the countdown and states it sometimes takes longer than 15 seconds to apply the blood to the strip. When using capillary blood apply the sample to the test strip within 15 seconds after lancing the fingertip. The meter date was set incorrectly as admitted by the customer. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
Reporter occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs meter serial number (B)(4). The first result from the meter at 4:40 p.m. Was 3.4 inr. The second result from the meter at 4:43 p.m. Was 2.5 inr. The patient's therapeutic range was 2.5 - 3.5 inr.